Event description:
It was reported that an alert triggered and the right ventricular (rv) lead was exhibiting variable as well as high impedance levels. It was also noted that there were short interval counts (sic), episodes of oversensing were stored, and during manipulation noise was observed. Fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a lead impedance out of range alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). 39 v-sic occurred since (B)(6) 2013. 3 non-sustained tachycardia episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Max right ventricular pace impedance rises from an approximate baseline of 400 ohm the week ending 05 mar 2013 and varies between over 600 and over 1200 ohm throughout the rest of the record (week ending (B)(6) 2013).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-52 implantable pacing lead (B)(6) 2002, d154awg implantable cardioverter defibrillator (B)(6) 2008. (B)(4).